Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the first firing of the device on the pyloric antrim with peri-strips the surgeon fired the device rapidly taking six strokes rather than three. Only the first third of the staples were deployed. There was a 4 in the counter window. The surgeon was instructed how to release the device. There was bleeding at the staple line that was controlled using clips and suture. The normal noises the device typically makes were absent. The jaws were difficult and would not release and the knife did not retract. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.